Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) was explanted due to a dislodgment approximately four days after initial implantation. It was noted that the lead presented failure to capture. A new lead was successfully implanted.